Event description:
It was reported that no audio output occurred. On (B)(6) 2023, the patient experienced hypoglycemia with a blood glucose reading of 38 mg/dl and did not receive any alerts or alarms for hypoglycemia, it was reported that he was not able to hear the low blood sugar alarm and since it was 2:30 am and somehow the receiver was inside his shorts while sleeping so that he cant hear it well, but it could not be confirmed if it actually sounded. The patient lost consciousness, and experienced a bump on his forehead due to the fall, he was found by a friend at home around 2:30 am. An ambulance was called and the patient was taken to the hospital. The patient regained consciousness in the emergency room (ER) and only could remember that he had been treated with treshiba (insulin) and couldn´t remember any medication provided for hypoglycemia. The patient was discharged after 2 days. At the time of the report the patient was recovered. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4) b1 adverse event and/or product problem - additional, b2 outcomes attributed to adverse event - additional, b5 describe event or problem - correction, h1 type of reportable event - correction, h2 correction/additional information, h6 health effect - impact code - additional, h6 health effect - clinical code - additional.

Manufacturer narrative:
(B)(4). 3004753838-2023-159250 was reported in error. Please disregard initial reporting of this event as this event has now been deemed not reportable.

Event description:
Subsequent to the initial and follow up MDR, further review of the complaint was done. It was reported that the patient was using the tandem pump only as receiver and no dexcom device. Tandem was the only display device in this case. The patient allegation does not meet the criteria of a dexcom reportable event.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that no audio output occurred. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No injury or medical intervention was reported.